Event description:
Two carers were hoisting the resident from bed to wheelchair and as the minstrel device was moved away from the bed towards the chair, the resident fell through the aperture in the sling to the floor (the distance was approx one meter). The resident landed on her bottom. Carers used a different sling to pick her up from the floor and put her back into bed for monitoring. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the mfg medibo medical (B)(4). This was the initial use of the sling; it is unk at this time how long the device has been in use. The customer reported that the sling being used was selected for this resident after an assessment by an arjohuntleigh sales executive. Although an injury did not occur, the home physiotherapist has judged that the sling type was inappropriate for the resident (the sling was made specifically for the resident). Add'l info will be provided following the conclusion of the MFR's investigation.